Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation, necrosis, and lump/nodule.

Event description:
Healthcare professional reported right side hard, firm breast, breast nodule, inflammation, and fat necrosis. Device has been explanted.